Event description:
It was reported that on (B)(6) 2011 the patient obtained the bedtime blood glucose reading of 76 mg/dl, and self-treated with food. On (B)(6) 2011 at 3:54 am her blood glucose reading was 295 mg/dl, and she took a correcting insulin bolus using the pump. Later that morning the patient awoke experiencing the symptoms of shaking and sweating, and tested her blood glucose level to be 58 mg/dl. The patient administered self-treatment with food and her subsequent reading was 350 mg/dl. She did not seek any medical attention. Troubleshooting revealed no issue with the infusion set or the infusion site, the basal setting was correct and the date and time were correct. It was also determined the patient had scar tissue on the infusion sites used, and the insulin sensitivity factor setting in the pump was incorrect. The isf was set in the pump to be 1u:50mg/dl for the time period of 12:00 am to 4:00 am, and the patient stated it should have been 1u:80mg/dl. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect in that she may have used an infusion site with scar tissue, and the pump isf setting was incorrect. However, as the patient suffered symptoms and blood glucose readings suggesting severe hypoglycemia while using the pump and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/09/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 07/03/2014 with the following findings: the black box contains dates from 05/25/2014 to 06/02/2014. Black box and histories for the event on 09/29/2011 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.